Event description:
It was reported during the procedure, using the 4.0 plasmablade, the unit shut off and had to be rebooted. They completed the case. Delay was minor (<2 min). Second of 2 events; see 3007069406-2012-00465.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period 08/15/2010 through 08/15/2012. Eval: the pulsar generator was returned. The generator was rec'd in poor condition with many dark scuffs and surface imperfections. Note in box indicated (-,-) screen 1.5 hrs into case. The unit delivered rf energy correctly into fixed resistors. The problem screen could not be recreated.